Manufacturer narrative:
The reported pediatric tracheostomy tube was returned for investigation. The sample was received without its original packaging. A review of the device history record, relevant to the reported lot, was found to be acceptable with no manufacturing nonconformances found. During visual inspection it was noted that the device showed heavy signs of use, and discoloration and damage were observed in multiple locations. Also, it was observed that one of the flange eyelets was cut. During functional testing, the device was leak tested and a leakage was confirmed to be coming from the pilot balloon. Upon examination of the pilot balloon, significant damage was noted with several small holes located around where the syringe connects. Additionally, the tubing, which is normally situated through the neck flange, was observed to be inside the pilot balloon. Investigation was unable to definitively determine the root cause of the holes; however, it was determined that the damage occurred sometime after the device was shipped. Due to the condition observed on the received device, evidence was found to suggest that the damage was caused by excessive manipulation of the device. (B)(4).

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Home health nurse reported on behalf of patient that approximately one week after placement, the tracheostomy tube inflation line was observed to be leaking which resulted in the deflation of the device cuff. The reporter stated that a tracheostomy replacement was performed upon discovery of the leak. According to the reporter, the events lead to an increase in patient secretions. The reporter stated that the patient was transitioning off of the ventilator and using a heat-moisture-exchange filter when the event occurred. No permanent adverse effects to patient reported.